Manufacturer narrative:
It was reported that the patient underwent hemorrhoidectomy on (B)(6) 2008.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a&p repairs during mesh implantation. It was reported that patient underwent sling revision/resection on 04/23/2009 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh removal on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05195. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 11/30/2016.